Manufacturer narrative:
When attempting to detach the 2x2 trufill dcs orbit the gauge of the syringe increased to zone 3 and then back to zone 1 with all steps being normal up to that point. However, it was suddenly noted that the proximal end of the delivery system was broken. Under x-ray, it was noted that the coil had not detached; therefore, the coil was withdrawn from the microcatheter with the microcatheter remaining at the target site. The coil was still attached to the delivery system and was not stretched when removed. It was changed to another coil to complete the procedure. The same syringe which had not exceeded zone 3 prior to the event was used for subsequent coils. There was no impact to the patient. The procedure was elective with femoral access utilized. There is no information regarding the treatment site or characteristics. No neck remodeling was utilized. This was the second coil being placed through an ev3 echelon 10 microcatheter which had been positioned 1/3 of the way into the aneurysm. It was reported that there were no damages noted on the orbit system prior to use. An adequate continuous flush was maintained through the microcatheter at all times. It is not known if there were any kinks in the system during use. It was reported that there was no resistance between the guidewire and microcatheter when accessing the target site and no resistance with insertion of the coil through the microcatheter or during repositioning. The product was returned for inspection. A non- sterile trufill dcs orbit was received coiled inside of a plastic bag. Embolic coil was still attached to the gripper and it was totally stretched and unraveled with the rest of the device. Based on the report that the coil was not stretched after removal from the patient, the stretched condition of the received coil, which would have been readily evident to the user, appears to be related to post procedural handling/packing for return. Several kinks were noted in the hypotube. Introducer was partially unzipped and presented no damages. Hypotube was broken at 163.6cm from junction with support coil. Hub was not received for evaluation. The broken section of the delivery tube was inspected under microscope and it appears to have occurred after having kinked. Review of lot 15175296 no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Additionally inspections are in place to prevent these types of damages leaving from the facility. Due to the condition of the device functional testing for the reported failure to detach could not be completed. The reported delivery tube separation was confirmed. Based on the report that after the decrease in pressure delivered by the syringe, the delivery wire was noted to be separated, this separation would have prevented continued pressurization required for coil detachment. With review of the reported information, the device history records and the returned device, there is no indication of a relationship of the reported separation and damages on the returned device to the manufacturing process. It was reported that there were no damages prior to use and it appears that the delivery tube separation is secondary to kinking of the system. Procedural and handling factors appear to be contributed to the reported event; therefore, no corrective actions will be taken at this time.

Event description:
The report received from the affiliate indicated that after successful deployment of the first coil, the physician was preparing to release the second trufill orbit mini complex fill 2 x 2 coil, the physician was not able to deploy the coil. The release zone of the syringe was in zone three (3) and then back to zone one (1) as normal but the physician was not able to release/deploy the coil. The physician then noted that the proximal part of the delivery system was broken and that the coil was not released by x-ray. The coil was removed successfully from the patient. Another coil was used to complete the procedure successfully. There was no reported patient injury. Inspection of the returned product indicated that the coil was stretched. The procedure was elective. The access site was femoral. An adequate/continuous flush was maintained to the microcatheter at all times. Neck re-modeling was not used. There was no reported product issue with the microcatheter or dcs syringe used for the procedure. Prior to attempting release of this coil, the syringe had not exceeded the green zone position (#3).

Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.